Event description:
A talent taa stent graft system consisting of was implanted into a patient for the treatment of a thoracic aortic aneurysm vessel and aneurysm morphology at the time of implant was not reported. Currently the thoracic aortic aneurysm is 5.8 cm in diameter. The recent CT revealed that the stent graft had lost apposition due to disease progression and morphological changes in the aorta resulting in the distal type ib dissection. It was reported that the physician implanted a 38x34x150 and a 36x32x150. After implantation of the distal main stent grafts, the physician implanted screws in the proximal portion of the stent graft. No clinical sequelae were reported and the patient is fine. The review of returned films 3 years post-implant revealed that the stent grafts were positioned within the descending thoracic aorta. The distal end of the stent graft is currently within the 7.4cm max diameter taa, and there is a distal type I endoleak. The distal 3 stent rings are angulated 90deg to the proximal section of the stent graft, and distal to the stent graft the thoracic aorta is tortuous. A stent graft system is also seen placed within the aaa, which measures 5.5cm. Earlier follow-up images were not provided. It is possible that disease progression and morphology changes (neck dilatation and angulated aorta) may have contributed to the distal type I endoleak.

Manufacturer narrative:
(B)(4).